Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have received excessive no delivery alarms. Customer believed that no delivery alarms contributed to high blood glucose of 500 mg/dl. Customer attempted to change battery and received a failed battery test alarm and was not able to clear. Customer's blood glucose was 185 mg/dl. Customer was advised that insulin pump would need to be replaced.